Manufacturer narrative:
Product is not returned yet to manufacturer. No examination was done yet. The review of the device history records and traceability is in progress to reveal if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event conclusion is not available yet. Investigation still in progress.

Event description:
Roi-c : broken inserter. From information provided by the reporter: inserter bent. Threaded rod holder broke. Two reports , including this one , were communicated concerning the inserter and the threaded rod holder. The surgery was delayed 35 minutes. No impact on patient was reported. Additional information were requested . Investigation still in progress.

Event description:
Roi-c : broken inserter. From information provided by the reporter : inserter bent. Threaded rod holder broke. Two reports , including this one, were communicated concerning the inserter and the threaded rod holder. The surgery was delayed 35 minutes. No impact on patient was reported. Additional information has been provided on december 12th 2018 : lot number of the threaded rod. Analysis of the product has been evaluated.

Manufacturer narrative:
Additional information has been provided on december 12th 2018 : lot number of the threaded rod has been provided. From information provided, based on the product history records, the review of the case with product range manager and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device malfunction. Root cause: wear from use.